Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: guide wire separation has caused or contributed to patient injury, previously. Device issue: guide wire separation. It was reported that when the guide wire was in the coronary artery, the tip of the guide wire unraveled (separated) and that the full guide wire was retrieved. However, the method used to retrieve the guide wire is unknown. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned with contrast visible on the core and coils. The tip coils were unraveled for a length of 26.3 cm distal from the center solder. The tipball and tip coils separated from the shaping ribbon. There was 2.3 cm of core distal from the center solder. The shaping ribbon was separated 2.1 cm distal from the center solder. There was 7 mm of shaping ribbon in the distal end of the unraveled tip coils. There was no other damage noted to the guide wire. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned guide wire. Results of the sem analysis indicate that the guide wire core was subjected to excessive torsional overload beyond its design limit causing the tip to detach. For the guide wire to separate due to torsional overload, some portion of the guide wire would have to be trapped either in the anatomy or in another device and excess torque applied. From the incident description, the tip of the guide wire became trapped and stuck in the vessel. The cause of the torque was not described, but the sem shows that the guide wire had been overtorqued beyond the strength of the guide wire resulting in the guide wire separation. The root cause appears to be from circumstances during the procedure and not a manufacturing related quality issue. Manufacturing assures the quality of the guide wire tips through visual and dimensional inspections. Also, samples are tested and each lot must pass the test requirements. Quality inspection verifies that all requirements are met. The lot history record was reviewed. There are no non-conforming material reports associated with this lot number. This MDR is considered closed by the product performance group.